Event description:
A customer contacted baxter's technical service center regarding a system error 2240 alarm that appeared on the homechoice (hc) machine during dwell 1. The technical service representative (tsr) explained the alarm and assisted to clear the alarm. The hp then revealed that the supply bag fell off and became disconnected. The tsr advised the hp to start over with new supplies and to notify the nurse. During a follow up with the hp regarding the alarm, it was revealed that the bags were in the spot they have been for the past year for therapy. The hp stated that he was able to resume therapy without any problems and he has not had a problem since. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the root cause of the se 2240 is due to air being sucked into the disposable after the supply bag fell and disconnected. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).